Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a spinal procedure, ¿large currents flowed through both lower extremities and spasm did not stop.¿ it was further reported that while the patient¿s stimulation had been turned off prior to the procedure and the electrosurgical knife used during the procedure was used in a bipolar mode, ¿large currents flowed suddenly¿ during the procedure. It was noted the patient¿s implantable neurostimulator (ins) was implanted in the patient¿s abdomen and that the procedure was performed on the patient¿s lumbar region. The procedure in question was a spinal hernia procedure. The patient¿s spasm symptoms began to appear when the wound was closed, just before the end of the procedure. While the positional relation between the ins and electrosurgical knife was ¿unknown,¿ it was noted the ¿distance between the lumbar region and the abdomen was considered.¿ the device usage data was checked with a physician programmer; however, it could not be confirmed that the stimulation was off at the start of the procedure or that it was switched to on during the procedure. Impedance testing performed as part of the ins check found that 42 electrode pairs had out-of-range impedances and that unipolar electrodes 2, 5, and 7 had impedances of >10000 ohms when measured at 0.7 v with electrode 0 as a reference. While it was noted that it was ¿unknown¿ whether any external factors had led or contributed to the event, it was stated that ¿the cause might have been the induced current of the electrosurgical knife used in the procedure.¿ the hcp involved with the event observed the cause of the issue to be ¿product¿ and ¿considered that the induced current of the electrosurgical knife used in the procedure acted on the stimulator and large currents flowed.¿ the ins remained implanted and in service at the time of report; the issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the central post-stroke pain patient was alive with injury at the time of report. There were no further complications reported or anticipated.